Manufacturer narrative:
The vacuum pump was replaced to resolve the haze issue.

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an advanced sterilization products (asp) field service engineer (fse) discovered a smoke (haze) emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was not returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the vacuum pump. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.